Event description:
Caller indicated the advance intuition meter was giving variable readings. Caller stating that he has symptoms and that he isn't feeling well, but meter is giving results of (B)(4). Tested on another meter which gave results of (B)(4). While attempting to gather information caller was very hyper and hard to understand. The phone was going in and out and could not get all info needed. Call dropped, called back within 2 minutes and the caller was in the shower. Daughter said he would call back tomorrow. Informed her that if he is having symptoms and his bg levels were testing in 30's that he should seek medical attention immediately. Customer did not call back as expected. Replaced product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.